Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Five representative unopened samples were received for analysis. Product code ep8741h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown, patient was discharged. Was there any change in the patient¿s post operative care due to the prolonged procedure? No please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Product was submitted in person, I do not need a collection - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Person is not willing to provide additional information: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 30, action taken when event occurred? Sutures were removed and other sutures were used to completed the anastomosis, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown, (B)(4) device property of hospital, device in possession of rep.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2025 and suture was used. During the procedure, 4x ep8741h sutures broke with dr anastomosis in the CABG. The 4 sutures were discarded and cannot be returned but the remaining 5 sutures were removed and will be returned for evaluation. 4 other sutures were opened and used to complete the anastomosis. No adverse patient consequences were reported. Additional information was requested.